Manufacturer narrative:
Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 615575011, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 616861005, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient was experiencing reoccurring incontinence with an artificial urinary sphincter (aus), the system was removed and discarded. A new aus was implanted. No patient adverse effects were reported regarding this event.